Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/27/2023. An investigation was conducted on 03/29/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. The heater wire was observed to be intact with no visual or physical defects observed. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled back from the tip of the cold jaw. The silicone insulation was also observed to be cracked along the cold jaw. No detachment was observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000287254 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the coating on one half of the forceps of the vasoview hemopro vh-3500 tips was loose, cracked, peeling off. The tech noticed it immediately. It was discovered prior to use, before device was even in the operating room. Another vh-3500 used to complete the procedure. No patient involvement.